Manufacturer narrative:
The actual complaint samples were not returned for investigation and no lot number is available. Therefore, the device history reviews were unable to be completed. Without samples being returned, the root cause cannot be determined. A corrective action could not be taken, as the root cause could not be determined. The manufacturing site will continue to monitor this failure mode for this product.

Event description:
Medwatch report (B)(4) received ¿stating when popping the mattress to activate the warming agent, the mattress exploded gelatinous chemical material.¿ no demographics provided.